Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display screen is blank. The pump was reported to have audible tones and intact vibratory function. Changing the battery did not resolve the issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: review of the black box data revealed multiple call service alarms recorded in the history. On investigation, the display screen remained blank when the pump was powered on. The pump demonstrated normal vibratory and audible function. The pump emitted a call service alarm that could not be cleared during investigation. Complete investigation was not possible due to the blank screen. Investigation revealed a single component failure on the printed circuit board.